Manufacturer narrative:
(B)(4). It was reported that an adult patient was using a pediatric receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. It is reported this is an adult patient using a pediatric receiver. Patient's mother did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.